Event description:
An ophthalmic surgeon reported that "air did not come out" during a vitrectomy procedure; the issue was resolved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).